Event description:
It was reported that balloon rupture occurred. A 1.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient injuries reported and the patient was in good condition post-procedure.